Event description:
A philips service representative reported that the battery for this device was "exhausted." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.